Event description:
Reporting status: serious injury/surgical intervention/ permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, a patient with an extensive cardiac history underwent stenting of the pre-dilated proximal circumflex (cx) with a 3.0 x 23 mm xience v stent, the pre-dilated distal circumflex (cx) with a 2.5 x 28 mm xience v stent and the pre-dilated distal left anterior descending artery (lad) with a 2.5 x 15 mm xience v stent. On 10/18/2009, the patient experienced chest pain. At an unk time in (B) (6) 2009, the patient underwent coronary bypass grafting [stenosis, surgery] to unk vessels at an outside hospital. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, restenosis, and hospitalization are listed in the risk assessment matrix (ram) as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.5 x 28 mm xience v and 2.5 x 15 mm xience v mentioned are being reported under this same MFR #.